Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting varying shock lead impedance measurements between 45-95 ohms, with one measurement over 125 ohms. No noise was noted on the egrams. The patient made complaints of inappropriate shocks, and discomfort with migration of her device under the base of her breast, under her arm. Additional information was received that this device was explanted and replaced at patient request.